Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen had been stuck on the carefusion blue screen and the csc was unable to dial into the station due to the c drive being full. A field service engineer logged in and deleted unnecessary files in the directory to free up space. Additionally, performed a date synchronization to ensure proper system functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on carefusion blue screen. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on carefusion blue screen. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.